Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the first proximal stent row was flared and the proximal end of the stent had moved slightly in a distal direction. The distal end of the stent was also damaged, stretched and bunched. The maximum crimped stent profile measurement is within specification. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in a coronary artery. A 2.50x24mm promus element ¿ drug eluting stent was advanced to treat the lesion; however, it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in a coronary artery. A 2.50x24mm promus element ¿ drug eluting stent was advanced to treat the lesion; however, it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.